Event description:
It was reported that this right atrial lead was explanted due to infection. This device was explanted and is scheduled to be replaced. No additional adverse patient effects were reported.